Event description:
A patient reported their bite on the left side is lining up but not the right side. The clinical support team noted the patient to have developed a posterior open bite on the left side.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.